Manufacturer narrative:
On 13-may-2020, mentor became aware that the patient was scheduled to undergo bilateral explantation and replacement with 415cc mentor memorygel breast implants, catalog # shpx415, on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11-jun-2020, mentor failure analysis lab received the suspect medical device for evaluation. Mentor also received additional information that the patient noticed hardening of the right breast prior to capsular contracture diagnosis, and upon explantation, the left implant was discovered to be intact with mild gel bleed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no gel bleed sites were detected. After a thorough analysis, mentor was unable to confirm the reported event. As part of our quality process, the manufacturing records of this 6855640 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Gel bleed complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a breast augmentation revision with two 375cc smooth mentor memorygel breast implants has experienced postoperative left-sided rupture and right-sided grade iii capsular contracture, confirmed by a physician. Patient had a lump in the upper left breast, and sonogram and mammogram confirmed rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.